Manufacturer narrative:
The user facility returned the isolator plus n95 surgical respirators for evaluation. However, a specific root cause could not be determined. No additional issues have been reported.

Event description:
The user facility reported that students obtained cuts on their noses while wearing isolator plus n95 surgical respirators. The user facility did not disclose if medical treatment was sought or administered.

Manufacturer narrative:
Crosstex has contacted the customer requesting additional information regarding the reported events and the status of the students. To date, we have not received additional information. There have been no other complaints associated with the lot numbers subject of the reported events. A follow-up MDR will be submitted should additional information become available.